Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the instrument and replace the collar wash vacuum valve assembly to resolve the issue. (B)(4).

Event description:
The customer stated that they found fluid under the reagent probe b when they were performing daily start-up and maintenance in the unicel dxc 600i synchron system. The leak was contained within the instrument. The customer was wearing lab coat and gloves. No erroneous results were generated, and there is no report of injury or exposure to the operator due to this event.